Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited high out of range shock lead impedance measurements. No therapies were delivered however technical services was called to discuss therapeutic impact. Technical services discussed the differences between impedance measurements generated via daily measurement verses actual therapeutic shock values. To date no adverse patient effects have been reported and no intervention taken at this time. This lead remains implanted and in service.